Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a high pacing threshold measurement exhibitied by the right ventricular (rv) lead. Later, a normal pacing threshold measurement was observed. It was questioned why this could occur. Intermittent loss of ventricular capture was also noted. Normal impedance and r wave measurements were noted.